Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The hp stated she noticed blue clamp bag became disconnected. Tsr advised hp to start over with new supplies. Product surveillance spoke with the hp on (B)(6) 2011 regarding. The hp stated that they were able to complete their therapy successfully after restarting with new supplies. The hp states she notified her nurse. The hp stated the bag fell off the shelf and the spout came out. The hp states she has been doing fine with her therapy since this incident. There was no patient injury or medical intervention according to the hp associated with this event. No further information is available.